Event description:
The customer reported that the side-firing fiber was noticed to have commenced "forward firing and/or fiber damaged at tip @ 131,986 joules" during a prostate procedure. The procedure was completed with a second fiber. Patient outcome: "no patient injury."

Manufacturer narrative:
(B)(4).